Manufacturer narrative:
There was no reported patient involvement, thus no patient data exists. A stryker field service technician evaluated the light head involved in the alleged event. Through evaluation, it was observed that circlip was displaced. The root cause of how the circlip became displaced could not be fully determined. The light head was replaced at the account and the issue was resolved. There was no reported patient involvement and no adverse consequences reported.

Event description:
It was reported that a visum led surgical light was loose and could potentially come detached. There was no reported patient involvement or adverse consequence in this event.